Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
It was initially reported that there was a confirmed pump alarm on (B)(6)2010, due to low battery. The patient did not have symptoms at that time; the patient was also on oral pain medication. The patient underwent pump replacement on (B)(6)2010 due to end of battery life. As they were unable to aspirate, approximately 19 centimeters of the spinal segment were removed. The patient was on morphine 15 mg/day and had been getting good relief. The patient has not been seen since the explant of the device.